Event description:
As the event occurred during installation, there was no patient involvement in this event.

Manufacturer narrative:
This supplemental is being submitted to provide the results of the investigation and to correct the patient outcome. As the event occurred during installation, there was no patient involvement in this event. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use was conducted. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause of this event was incorrect connection by the user. After troubleshooting with the service personnel and connecting the device correctly, the image became available. The IFU contains the following statements: "properly and securely connect all cables. If the cable connector has connection screws, tighten the screws. Otherwise, equipment damage or improper performance." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Upon communication with the user, it was discovered that this system was recently installed and an incorrect cable was being used to connect to the ncare system. User was advised on correct cable and adapter and an image was able to be seen on the ncare system. This event is under investigation. A supplemental report will be submitted when additional information is received.

Event description:
It was reported that the user did not get an image from the video system center into the ncare system. It was further reported that an image was able to be obtained from the both the video system center and the ncare on the same lmd-21110md monitor. No information regarding impact to patient care was reported.